Event description:
Physician reports performing cataract surgery with attempted implantation of the ao60g intraocular lens. During surgery, a vitrectomy was performed and intervention was needed to enlarge the original incision and remove and replaced the iol with anterior chamber intraocular lens (acl). The reason for vitrectomy is not known at this time. Additional information has been requested, but not yet received. Should additional information become available, a supplemental report will be submitted to FDA.

Manufacturer narrative:
The lens was returned to b&l and subjected to visual inspection which revealed the lens optic was either cut or torn in half. All four haptics were still attached and did not appear to be damaged. Functional testing could not be performed due to condition of the lens, which is consistent with the condition of lenses that have been removed from the eye.